Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump turned off completely and alarmed no delivery during prime. Customer's blood glucose level was 160 mg/dl. While troubleshooting, insulin did exit and the insulin pump did not alarmed no delivery. The device was not returned.